Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance of the superior vena cava defibrillation coil was beyond the expected upper range. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that an alert was triggered for high svc coil impedance on the right ventricular (rv) lead. During the office visit, oversensing was noted in multiple vectors and high svc coil impedance was noted with pocket manipulation. The svc coil was turned off. The lead remains in use. No patient complications have been reported as a result of this event.